Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ brown particles observed in the device.

Event description:
Patient reported right side rupture confirmed via mammogram. Healthcare professional reported right side rupture and exchange. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and exchange. The device has been explanted and replaced.

Event description:
Patient reported right side rupture confirmed via mammogram. Healthcare professional reported right side rupture and exchange. The device has been explanted and replaced.